Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedance. As a result, surgical intervention was undertaken during which the lead was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the lamitrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.